Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(4) 2014 to report a transmitter failed error on (B)(6) 2014. The patient did not report any injury or medical intervention. No additional patient or event information available.